Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified right coronary artery. A 3.0 x 38 mm xience xpedition stent delivery system (sds) was being advanced to the lesion; however, there was strong resistance with the calcified anatomy and it could not cross. As the sds was being removed the proximal shaft separated. There was no resistance removing the sds. As the separation occurred on the portion that was outside the anatomy the entire sds was easily removed. Two shorter xience xpeditions were successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.